Event description:
It was reported that this right ventricular lead exhibited noise without being sensed. It was decided to continue monitoring the patient and further evaluation will be performed in the future. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).